Event description:
The report incident relates to a slit in the mattress cover of an unknown prevention foam mattress (sps1080/sps2080/sps3080) when taken out of the box. No injury is reported at this time. The mattress manufacturer inspects all of their products for quality assurance and correctness before any of the products produced are shipped. The consumer will need to contact his/her dealer/distributor for replacement of the mattress cover. The mattress manufacturer; however, will make sure to place a high awareness notice in all of the personnel involved to prevent this quality issue from happening.